Manufacturer narrative:
Corrected data: product details. An event regarding corrosion/ trunnionosis involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: adverse event identified: revision surgeries for "trunnionosis" . Hazards: there were multiple claims of trunnionosis which could present a hazard relative to implant. However, the extent of finding was unclear. Additionally, there were no supporting findings of increased metal levels, tissue or synovial fluid metallosis. Obtaining the pathology reports, photographs of trunnion, explants (or lot numbers to rule out associated issues) and/or radiographs may provide additional information for the assessment. Conclusion of assessment: there were claims of trunnionosis and metallosis. However, the extent of these findings was unclear. Additionally, there were no supporting findings increased metal levels, tissue or synovial fluid metalosis and the intraoperative descriptions were quite limited. Obtaining the pathology reports, photographs of the trunnion, explants (or lot numbers to rule out associated issues) and/or radiography may provide additional information for the assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient had effusion and fluid buildup with evidence of trunnionosis and metallosis. Patient had a washout and debridement performed with liner and head revised. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and pre- and post-operative x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had effusion and fluid buildup. Patient had a washout and debridement of their implants. The liner and head were revised. Right hip. Update per medical review: "a procedure was undertaken on 05/21/2020. There was evidence of trunnionosis. No statements of metal debris were noted. In the patient letter it was stated that the surgery found metallosis and trunnionosis."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 32mm +8 lfit v40 head; cat# 6260-9-332; lot# 59461305. Size 3 accolade ii 127 deg; cat# 6721-0330; lot# 62053903. Trident hemispherical solid back shell; cat# 500-11-48d; lot# 55092301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Patient had effusion and fluid buildup. Patient had a washout and debridement of their implants. The liner and head were revised. Right hip.